Event description:
"S/p b subgl infra 235cc surgitek gels for augmentation. Pt had a possible closed capsulotomy in 1986 and may have had a poke from elbows on r side that yr. Denies any decrease in size but has been suggestive of r rupture. C/o some l discomfort x few yrs and firmness - r is "always soft." Pt also has some mild systemic c/o's which they do not relate to implants. These include arthralgias, myalgias, dysesthesias/paresthesias, swelling, fatigue, sleep disturb, hot flashes, dental probs, dizzy spells, memory probs, dry mucus membrane, sob, pm cough (nonprod - pt is smoker), gi/gu disturb. Pt is otherwise healthy."